Manufacturer narrative:
Covidien reference number: (B)(4). The single board computer (sbc) printed circuit board (pcb) and display were replaced. An unrelated issue was found and corrected. The device passed all testing.

Manufacturer narrative:
Covidien reference: (B)(4). The returned ventilator was evaluated by the service engineer, and the customer reported malfunction was verified. Visual inspections of the display found a small scratch, which is known to cause the unit to continuously reboot. No additional issues were found. An estimate was sent to the customer for the replacement of the single board computer (sbc) and display.

Event description:
It was reported that, the ventilator would freeze at the six images screen, and would not complete power on self-test (post). There was no patient involvement.